Manufacturer narrative:
Reference record 1827883. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that the patient was in the emergency department because she was very weak and had vomited. Patient was evaluated by a gastroenterologist and informed it was most likely air and post peg pain. An unknown antibiotic was given prophylactically and pain was controlled with unknown intravenous analgesic, bed rest and a liquid diet. On (B)(6) 2021 patient's pain was much better and practically all intravenous analgesia was removed. On (B)(6) 2021 an endoscopy was performed and nothing was observed, everything was completely normal. The doctor who performed the peg placement confirmed that the origin of the pain is probably from the air. Patient discharged (B)(6) 2021.